Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported events as follows: intended use/indications: ¿ juvéderm vollure¿ xc injectable gel is indicated for injection into the mid to deep dermis for correction of moderate to severe facial wrinkles and folds (such as nasolabial folds) in adults over the age of 21. Precautions: ¿ the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds have not been established in controlled clinical studies. ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: ¿ one device/procedure-related ae was observed after repeat treatment. The subject experienced redness around the mouth, swelling, and lower sensibility requiring treatment with corticoid ointment; the ae symptoms resolved in 51 days. ¿ aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry. ¿ in general, aes at the nlfs after asymmetry correction/repeat treatment were similar to those after initial/touch-up treatment. Within the juvéderm vollure¿ xc randomization group, after asymmetry correction/repeat treatment, 20 aes were reported in 10.8% (10/93) of nlfs, with the most common ae being injection site induration (firmness) in 7.5% (7/93) of nlfs. All other aes occurred in < 5% of nlfs and included injection site mass, pain, bruising, erythema, discoloration, and swelling.

Event description:
Company representative reported on behalf of healthcare professional that an unknown time after injection in the chin with an unspecified amount of juvéderm vollure¿ xc, the patient experienced severe redness. Healthcare professional saw the patient an unknown time later and ¿reversed the product.¿ bruising at the injection site occurred an unknown time before or after product was reversed. Healthcare professional did not feel that the appearance of the product was normal. No further treatment information was reported. Healthcare professional additionally reported that 0.8 cc was used for the injection. Symptoms occurred the day following injection, and the patient also experienced, ¿possible cellulitis, redness, and pain¿ in the patient¿s chin. Treatment of hylenex was injected to ¿reverse¿ the product the day that symptoms began. No diagnostic tests were performed. Symptoms resolved an unknown time later, but healthcare professional reported, ¿after reversal, went back to normal. Some redness still remained after 1 week. Don¿t see permanent damage occurring.¿ healthcare professional additionally reported that the patient¿s symptom of erythema resolved 7 days after ¿reversal¿ with hylenex treatment. Additional treatments of antibiotics, valtrex, and aspirin therapy were provided to the patient an unknown time after symptoms began.